Event description:
Revision surgery - pt dislocated.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. The device was functionally leaked tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was leaking from the seal and were unable to maintain pneumo and replaced it with a standard trocar. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.